Event description:
The account reported an explant, of a tecnis 1-piece intraocular lens (iol), from the patient's right eye due to impaired vision and dysphotopsia. A separate MDR is being filed for the explant from the patient's left eye.

Manufacturer narrative:
UDI #: (B)(4). The intraocular lens (iol) was returned to the manufacturer for evaluation. One of the haptics was observed complete and with no visible defect. The other haptic was severed and was not returned. The sample had residuals (debris/particles). Residue of what appeared to be hardened viscoelastic was observed. The lens condition is consistent with a lens that was explanted from the patient's eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. The lens diopter measurement results indicate that it was within specification during the manufacturing process. The documentation showed that the production order was found to be within specifications and the device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.